Manufacturer narrative:
B3: event date is month and year valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for the last couple of days they have noticed that their adaptive stimulation is not making any adjustments when they change positions. Patient stated that when they walk or sit down the stimulation stays the same. Patient mentioned that it is hurting when they are sitting because it's not adjusting the stimulation and it is staying high. Patient confirmed that their controller displayed adaptive stim was on. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. Pt was asked for the cause of the issue and patient replied by saying they needed new charging cords for both device and remote. Pt stated by resetting the application on the remote the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.